Manufacturer narrative:
Product ID: 3889-28, lot# v969906, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient started to have pain that felt like a ¿point of a needle¿ that was piercing her right under her skin under her vaginal area. The pain began about month prior following a car accident. The doctor adjusted the device once, but it hurt ¿so badly¿ still that the patient had to go home from work. An appointment with their doctor for next week was noted. Additional information has been requested, a follow up report will be sent if additional information is received.